Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the induced arrythmia. Device manufacturer date monitor: 12/02/2015, electrode belt: 05/26/2011.

Event description:
The patient was appropriately treated two times by the lifevest. It was reported that the patient lost consciousness and was treated. The patient's wife called ems. Ems had cut the lifevest from the patient and transported the patient to the hospital ICU. It was reported the patient was not wearing the lifevest in the ICU and was being monitored on hospital equipment. No injury was reported from the treatment. The patient ended use of the lifevest. No deficiencies were alleged against the device. At 06:57:34 on (B)(6) 2020, the patient was treated appropriately. The patient's rhythm at the time of the treatment was ventricular tachycardia (vt) at 200 bpm and the post-shock rhythm was induced ventricular fibrillation. There was intermittent response button use from 06:57:35 to 06:57:46. It is unclear who was pressing the response buttons. The patient received four non-lifevest defibrillations from 06:57:35 to 06:58:11. The patient's rhythm and post-shock rhythm for all four non-lifevest defibrillations was vf. The patient was appropriately treated for a second time by the lifevest at 07:05:44 on (B)(6) 2020. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was vt at 170 bpm degrading to vf with pacemaker spikes. The electrode belt was disconnected at 07:06:18.